Manufacturer narrative:
One unused sample was returned for evaluation. Visual and functional testing was unable to confirm the reported problem. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined.

Event description:
It was reported that 'the tubes are damaged, the pcas sound all the time of occlusion, the tests were carried out on several pcas and several tubes." There was unknown patient involvement.